Event description:
Precedex gtt was hung at 0130 going at 15.9 ml/hr. At about 0200 nurse noticed that pump said 200ml left but bag was completely full, so patient had not been receiving the medicine. Pump changed out, service requisition entered and case call entered.